Event description:
The customer reported via phone call that the insulin pump experienced a blank display after a battery change. The customer's blood glucose was unknown. The customer did not perform troubleshooting at the time of the call because her insulin pump was already being replaced due to physical damage. The customer had stated that there was a crack at the reservoir compartment. The customer had already reverted to a back-up plan. The customer was advised that the insulin pump would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.